Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off upon device power up in the medicine ii department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The unit was connected to the ac power source, and it was able to charge the battery properly. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During evaluation the device alarmed system error 322 (link switch error (low)). The system error 322 was unable to be reproduced during secondary testing. A review of the history log revealed multiple occurrences of system error 322. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition is failing lower link switch which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.